Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video showed the product during treatment, filled with blood. A fluid leaking in the header area was observed. The reported condition was verified. The cause could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within 10 minutes of starting treatment with a polyflux 140h, an external fluid leak from the header was observed. There was patient involvement, but no adverse event reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.